Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed. It was observed that the smiths tampered seal label was missing and scratches and cracks were found on the devices lens screen. The functional test failed as the reported problem was duplicated. Keypad button was stuck. No definitive root cause could be determined. Actions were taken to mitigate the reported issue: replace keypad. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device had an alarm and faulty bolus port. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.